Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Not enough information is available to determine the kit lot number. Without a lot number, no further investigation can be conducted. Root cause: insufficient info source: contact by phone.

Event description:
Consumer reported unable to locate lot number, no expiration or lot number listed on package consumer unable to send photo of box. Technical support specialist documenting occurrence